Event description:
Account alleged that a patient was injured due to the nursing staff not turning the bed exit system on when the patient was in the bed.

Manufacturer narrative:
Account reported user error due to the nursing staff failing to arm the bed exit system. No further information is available on this injury. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.